Manufacturer narrative:
.

Event description:
Additional information was received that the physician has opted to continue to monitor the patient via the remote home monitoring system and no further tests have been performed.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and another manufacturer's implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements of 125 ohms in the rv and 142 ohms in the svc. The physician noted that the shock impedance measurements had been slowly trending up over the past several years. The pacing impedance was within range, the rwaves were stable and no noise was observed. However there appeared to also be a slight increase in threshold measurements. Boston scientific technical services (ts) was consulted and discussed further testing options including commanded shocks and defibrillation threshold (dft) testing. The physician noted he would investigate further. At this time no further information is available and the system remains in service.